Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours they had experienced pain at the pod infusion site. The patient reports the pods needle had not retracted upon initial activation.